Manufacturer narrative:
After the tingling sensation was experienced, the true definition scanner system was unplugged from the electrical outlet and the scan was continued using battery power. No sensation was experienced during the scan using battery power. 3m has requested that the entire true definition scanner unit be returned for testing to ensure the product is operating in specification. 3m is still waiting to receive this unit back. It is anticipated that an electrical site assessment will be conducted at the UK dental office. If any further information becomes available 3m will file a follow-up report.

Event description:
On (B)(6) 2016, 3m was notified that a female subject experienced an electrical sensation during a demonstration scanning procedure using the 3m true definition scanner. The subject felt a tingling sensation on lower tooth #2 and #3 and scanning was immediately stopped. No patient injury occurred.